Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01027. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached a few pc400 coils into the patient using a px slim delivery microcatheter (px slim). While attempting to advance a new pc400 coil through the px slim, the physician encountered resistance and was only able to advance the coil out of its introducer sheath but not into the px slim. Therefore, the pc400 coil was removed and additional pc400 coils were deployed and detached into the patient. While advancing another new pc400 coil through the same px slim, the physician experienced friction and decided to retract the coil. While the physician was retracting the pc400 coil, it became stretched. The procedure was then completed using additional pc400 coils and the same px slim. It should be noted that the physician used a rotating hemostasis valve (rhv) and also maintained a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.